Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. While customer was attempting to change out the cartridge to troubleshooting for this issue, the pump was dropped. As a result, the touch screen was shattered and unreadable. Reportedly, customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in the 300s mg/dl.